Event description:
It was reported that the patient previously had a charging issue which was related to a flipped implantable neurostimulator (ins) that had since been corrected. It was noted that the patient¿s status at the time of report was alive with no injury. Additional information was requested but was not available as of the date of this report.

Event description:
Additional review determined this event is related to MFR report # 3007566237-2014-00424; any additional information received will be reported in MFR report 3007566237-2014-00424.

Manufacturer narrative:
(B)(4).